Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type :lead. (B)(4).

Event description:
A consumer implanted for spinal pain reported their leads moved so they were replaced with different leads. No outcome or further details were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent. Refer to manufacturing report #6000153-2016-00573.

Manufacturer narrative:
Conclusion code updated to as not all of the patient codes are known events. (B)(4).

Event description:
Additional information was received from a patient that reported that the circumstances that led to the leads moving are unknown. The patient started losing coverage in the back related to the leads moving. The patient started experiencing very high levels of random stimulation, and at times it was extremely uncomfortable.